Manufacturer narrative:
Specific information with regard to the patient gender, age, and weight was not provided. The patient returned to the office and the procedure was repeated using herculite ultra. To date, patient is doing fine. A ' depth of cure' test of the returned product was performed, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor's office alleged that two (2) patients had experienced the loss of a restoration after placement with the herculite ultra composite. This is the first of two (2) reports.